Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bent np-needle with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to bent np-needle was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles experienced blood spatter/leakage during use. The following information was provided by the initial reporter: during blood collection, blood leaked in the holder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles experienced blood spatter/leakage during use. The following information was provided by the initial reporter: during blood collection, blood leaked in the holder.